Manufacturer narrative:
Product ID, 4351 lot# serial # (B)(4), implanted: 2007 (B)(6), explanted: product type lead product ID, 4351 lot# serial # (B)(4), implanted: 2007 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported that the patient experienced "bowel obstructions" in (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. It was noted that the "cause was unknown at this time." The patient stated that her symptoms occurred on the "same side as the internal neurostimulator (ins), except for the last time." Additional information reported that the patient was diagnosed with gastroparesis and she was vomiting. It was noted that there was no intervention performed by the physician. No patient injury was reported.